Event description:
It was reported that the subject device had an image problem. There was no patient involvement.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image problem. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged a definitive root cause could not be identified. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Additionally, no cause could be established for the fiber bonding damage in the outer tube area (distal end). Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.